Event description:
It was intended to use a 2.25 x 18 mm endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the proximal of the lcx. The lesion had 95 % stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated once at 14 atm for 10 seconds. The device could not cross the lesion. The physician attempted to remove the device but noted that the stent had dislodged at the opening of the vessel. The stent was then removed from the patient using a snare device. The physician made no other attempt to treat the lesion. No injury to the patient reported. Image review: cardio angiographic images confirm the severe disease in the lcx and om1. The lesions were pre-dilated on multiple occasions and residual stenosis remained in the lesions. Images were provided showing the unsuccessful delivery of the stent. No other treatment was completed on the lcx after the unsuccessful delivery of the endeavor resolute stent. It is not possible to determine the root cause of the dislodgement from the images as no images showing the stent dislodgement and removal from the vessel with a snare were provided. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: lesion morphology. Stent dislodgement. Device not returned for analysis. Conclusions: lesion morphology. Stent dislodgement. (B)(4).